Event description:
It was reported that during a lap hysterectomy procedure they had to use 2 devices from the same batch and both had given error code 5: instrument. The third instrument tested ok. One of the instruments actually has a broken blade on the instrument - this was caused by banging it on something after error code 5 was encountered. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."